Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead failure within one month of implant. "Trauma" to the lead was noted.